Event description:
It was reported the programmer will not interrogate any devices. Switching programmer rf heads was attempted, with no resolution. The back cover for the power cord, the keyboard, and the printer tray are also broken, and printing is intermittent and noisy. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer will not interrogate devices and that the printed circuit (pc) was out of specification. It was also noted that there were broken tabs on the power cord bay and the system fan was noisy. (B)(4): analysis found that the radiofrequency (rf) head functional uplink tests out of specification due to an out of specification cable.